Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: hyperion 6f sal 1.0. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat an eccentric de novo lesion in the mid right coronary artery with mild tortuosity, moderate calcification and 75% stenosis. A 3.50x15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance for pre-dilatation. The balloon ruptured on its second inflation to 8 atmospheres for 30 seconds. The bdc was replaced with a non-abbott bdc to successfully complete pre-dilatation. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.